Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 66 mg/dl, 189 mg/dl, 102 mg/dl, 67 mg/dl, and 90 mg/dl. The following day customer received results of 128 mg/dl and 67 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips. Replacement was sent.